Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with 30 units of insulin. The customer stated that they saw a heart specialist and was informed that their heart was out of rhythm. The customer declined assistance from the helpline. The customer did not return the insulin pump for analysis.